Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "clinical and radiographic outcomes of revision total ankle arthroplasty using an intramedullary-referencing implant¿ written by steve b. Behrens, md, todd a. Irwin, md, thomas b. Bemenderfer, md, oliver n. Schipper, md, susan m. Odum, phd, robert b. Anderson, md, and w. Hodges davis, md published in american orthopaedic foot and ankle society in 2020 was reviewed. The purpose of this study was to determine the clinical outcomes, radiographic results, perioperative complications, and optimal operative techniques for revision taa while better defining the indications and treatment algorithms for revision surgery. Quantity of each failure (loosening vs. Subsidence) involving the agility implants is unknown. At this time loosening will be reporting for the talar and tibial inserts and subsidence of the talar component as qty 1. 18 patients underwent a revision taa. Of those 18 patients, 11 were implanted with agility implants are primary. The remaining 7 patients had competitor implants. At revision all 18 patient had competitor implants placed. Revision reasons weren¿t broken out by implants involved, but indicated the revision were most commonly for talar subsidence or implant loosening (tibia and talus).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.